Event description:
A non reactive advia centaur xp hcv result was obtained on a patient sample. Testing was repeated for the patient sample and the result was negative. The patient was redrawn and tested on the advia centaur xp. The result was non reactive. The patient sample was tested with the innolia method with positive result for (B)(6) antibodies and the modular roche method with reactive results. The patient sample was further tested for (B)(6) and the result was target not detected. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the non reactive advia centaur (B)(6) result.

Manufacturer narrative:
A siemens representative reviewed the account's history and no issues were found in the time frame of the discordant results. The cause for the non reactive advia centaur (B)(6) results compared to the reactive result for the other methods is unknown. The instruction for use (IFU) limitation section states: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions." "Assay performance characteristics have not been established when the advia centaur (B)(6) assay is used in conjunction with other manufacturers' assays for specific (B)(6) serologic markers."